Event description:
When exiting unit, customer's pant leg caught the bumper. The customer was unaware if this & started to walk away from unit. They fell because they pant leg was caught over the bumper.